Manufacturer narrative:
(B)(4). Date sent: 3/27/2025. D4: batch#: 901c13. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 901c13, and no non-conformance's were identified. Additional information was requested and the following was obtained: 1. Which account did this occur at? Ashford in a product trial. 2. What was the date of the event? Date I submitted the complaint. 3. Were there any patient consequences? No. 4. Were they able to complete the procedure successfully? Yes.

Event description:
It was reported that during an unk procedure, the stapler jaws were not opening smoothly after loading slr. Nurse having to push the jaws open. No patient consequences were reported.